Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. In addition, according to imagine one channel migrated out of cochlea. However, to determine an exact root cause device investigation would be necessary. No information on further proceeding have been received.

Event description:
The mother reported that the recipient could not hear clearly with the device for the last month. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that the recipient could not hear clearly with the device for the last month. The recipient was referred to the surgeon for a CT scan.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the recipient reported pain at the implant site due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The mother reported that the recipient could not hear clearly with the device for the last month. The recipient has been re-implanted.